Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that patient presented for a generator replacement. The patient's right atrial(ra) lead had exhibited intermittent sensing issues in the past so the physician capped and replaced the lead on (B)(6) 2019. The patient tolerated the procedure.